Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was treated with intraperitoneal injection of vancomycin (1 gm daily) and intravenous injection of meropenem (500 mg, three exchanges per day). One day later, the patient was hospitalized for the event. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was not recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The route of treatment with meropenem was intravenous (route previously reported as intraperitoneally). Twelve days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient¿s course of antibiotics was completed, the patient¿s peritoneal dialysis effluent was clear, and the patient was reported to be ¿doing well¿ and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.